Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011 and 28/oct/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lump/nodule, nipple discharge and capsular contracture" are physiological complication sand analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported having "nipple discharge", "a lump or thickening in or near the breast or in the underarm area", "breastfeeding difficulties," specified as "not enough milk production." Patient additionally reported "capsular contracture, baker grade iii" and a possible "rupture." This record is for the right side. Device remains implanted.